Event description:
Patient presented with a reverse conical neck measuring 18-23mm in diameter over 12mm in length (off-label) ; in 2009, had implant of a 25-16-120bl bifurcated device and a 25-25-95rl suprarenal proximal extension. After the suprarenal extension was deployed, it slipped distally about 4-5mm. The physician placed a palmaz stent at the level of the renals and to the suprarenal cuff. There was no endoleak noted at the close of the procedure. Follow up angiogram revealed a proximal type I endoleak. Three months later, the patient was treated with an additional 25-25-75l. After ballooning, there was still a slight leak; a palmaz stent was placed to reinforce with good results.

Manufacturer narrative:
(B) (4)the device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
The facility reported an infusion pump with a malfunction of no display, which occurred within the recovery room. The event was reported to have occurred during patient therapy, where therapy was stopped. It is unknown if there was patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
Evaluation summary: the reported condition of no display was confirmed. The reported condition was due to the user interface module printed circuit board u4 eprom socket u4 was cracked. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. This device utilizes user interface module master software (B) (4) categorized as unremediated. (B) (4)

Event description:
(Complaint 8 of 20) the facility representative contacted baxter to report a folfusor that had leakage through the winged luer cap. The event occurred during use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Additional information: upon service clarification of the repair-primary, the device evaluation summary can be updated to: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of no display, and determined the root cause to be a damaged user interface module printed circuit board. The user interface module printed circuit board was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.